Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has not had any recent changes in diet, exercise, or medications. Customer takes januvia for diabetes management.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer has not had any recent changes in diet, exercise, or medications. Customer takes januvia for diabetes management.